Event description:
It was reported patient underwent a total knee arthroplasty on (B)(6) 2011 where competitor product and biomet cement were utilized. Subsequently, patient was revised on (B)(6) 2013 due to the loosening of the patella button. This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under adverse events, it states, "loosening or displacement of the prosthesis". This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.